Event description:
Physician reported right side "seroma", "redness (breast)", and bilateral "sequential spotted redness, thinning of subcutaneous fat and seroma formation (neg. Microbiol.)" For a patient in the (B)(4) study. The device has been explanted. During the explant surgery, it was noted "both seriscaffolds (not completely adherence) removed."

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the analysis has not been completed at this time. Seroma, redness, and "non adherence" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of redness as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion."